Event description:
It was reported that during an organ and tissue recovery procedure on a deceased patient, the saw blade broke at the mid-point of the blade.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed that the blade was broken in half. The broken portion of the blade (distal end) was observed to be bent. The cutting edges of the blade were observed to be damaged. Based on the observed damage, the most probable causes of the fracture were determined to be that the blade may have come into contact with a hard object during clinical use, resulting in observed damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have cause the blade to bend and break. Sss's instructions for use warn against both of these: "contact with metal fixtures, retractors or other parts may cause enough damage to necessitate intraoperative replacement." "Do not apply excessive lateral force." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2010-00059 where an additional procedure was needed to remove a piece of the saw blade that was left inside the patient even though there was no patient injury in this event and the patient was already deceased. The reported event is not occurring more frequently or with greater severity than is usual for the device.